Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable neurostimulator (ins) was taking four hours to charge, the ins charging connection would be lost if they breathed too heavy or turned their head, cable disconnected would appear when the recharger was connected, batteries low replace the controller batteries soon would appear even though the controller was at 100%, the recharger would get too hot and shut down so they kept an ice pack on the recharger, and the controller displayed a software problem message in which resetting the controller resolved. Pt said that the issues had been since day one since the ins always took over an hour to charge. Pt said that the issues had gotten worse and worse lately. Agent sent a request to repair to replace the recharger.